Manufacturer narrative:
The referenced complaint did not have a returned device. The following evaluation is based on information obtained from the event description and communication summary. Stent dislodgement of the vbx device may be affected by device profile and manufacturing crush force. Device profile is 100% verified during the vbx manufacturing process. Crush force is controlled through machine maintenance and calibration. The device history file was reviewed, and no anomalies were identified. Machine history files were reviewed, and no non-routine maintenance was identified. Based on the device evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
(B)(4). Additional manufacturing narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
On (B)(6) 2020, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was to be placed for treatment of stenosis in the common iliac artery. However, the physician could not cross the lesion and when the physician was removing the device though a boston scientific sheath, the device had become dislodged from the catheter. The physician then had to perform a cut down to the vessel and remove the device. An additional vbx device was successfully deployed to complete the procedure. The patient tolerated the procedure and is doing well.